Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels on the left implanted device. The recipient's parent reported that the child had hit her head on the contra-lateral (right) side approximately a week and a half ago. A cut with blood was noticed above the right/ contra-lateral implant. The parents indicated that the right external equipment had been broken for the last week and they felt she was responding less consistently. There has been no change in health. The recipient will be re-implanted.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) (exemption number e2015033).conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Also the active electrode showed some additional damage to the electrode wires, as being caused by minute device mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels on the left implanted device. The recipient's parent reported that the child had hit her head on the contra-lateral (right) side approximately a week and a half ago. A cut with blood was noticed above the right/ contra-lateral implant. The parents indicated that the right external equipment had been broken for the last week and they felt she was responding less consistently. There has been no change in health.the recipient was re-implanted.